Event description:
Covidien received information, that during patient use, the ventilator had an erratic display. There was no harm or patient injury reported.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported problem. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba) and upgraded the software revision. The unit passed extended self-testing.